Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not received for evaluation as it was reported as discarded by the surgery center. As per initial report the product was discarded. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis itec preloaded intraocular lens (iol) was implanted and then it had to be removed from the patient's right (od) eye for stability reasons. Event was noticed after the lens insertion. No other lens was implanted, but vitrectomy was required. There was no patient injury reported. The patient is doing ok. The customer indicated that the lens has been discarded. No further information is available.